Event description:
It was reported in a literature article that the patient suffered a transient ischemic attack and the procedure was stopped. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
The cases in the literature article performed between february 2006 and october 2011; the exact date of the event being reported in unknown. The subject device was not returned; therefore, physical analysis cannot be performed. There is no indication that the reported event is related to product specifications nonconformance or misuse. However, transient ischemic attack is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Device not returned to manufacturer.